Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Downstream occlusion alarms were confirmed through the history log, however it could not be determined if a downstream occlusion was present at the time of these alarms. The evaluation was unable to determine the cause. As a result, the pump was recalibrated.

Event description:
It was reported that a pump was alarming for a downstream occlusion. There was no patient injury.